Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Additional information was added to blocks b2 outcomes attrib to adv event, b5 describe event or problem, d4, g1, and h6 impact codes.

Event description:
It was reported that the patient experienced a pericardial effusion, cardiac perforation, and blood loss. In relation to a pulse field ablation (pfa) procedure using a farawave catheter the patient had a small pericardial effusion. There were no effects on hemodynamics, and 150cc of fluid was drained from the effusion. Blood and presentation of the complication was consistent with a coronary sinus catheter perforation with slow bleed. The event is ongoing. It is unknown if the device will be returned for analysis. It was further reported that the pericardial effusion was discovered post-procedure. The pericardial effusion occurred in the anterior pericardial space, though the actual location of the perforation was unknown. The patient had been hospitalized for eight days due to the complication before being discharged. The patient did not have active cardiac symptoms as of their most recent cardiology checkup.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced a pericardial effusion, cardiac perforation, and blood loss. In relation to a pulse field ablation (pfa) procedure using a farawave catheter the patient had a small pericardial effusion. There were no effects on hemodynamics, and 150cc of fluid was drained from the effusion. Blood and presentation of the complication was consistent with a coronary sinus catheter perforation with slow bleed. The event is ongoing. It is unknown if the device will be returned for analysis.